Manufacturer narrative:
(B)(4). Additional informatinon: device (a) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device was leaking blood through the top seal and losing some pneumo. The surgeon replaced the trocar and then the same situation happened. They placed another port and completed the procedure. There was no patient consequence reported.